Event description:
Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. Identification of issue has been done by analyzing problem description, service report and device's logs. Based on technician statement the dc/dc & standard connectors was found defective and it was replaced to resolve the issue. Additionally battery modules have been replaced since they reached expected end of life. The replacement of worn out battery modules is not considered as safety related. The device was delivered to the user in working condition. During further evaluation of the device's logs it has been found that technical error indicating that safety valve is detected as open without fulfilled opening conditions has occurred during ventilation. No actions have been taken to resolve this issue since its occurrence was not mentioned in service report. The issue was decided to be reported as technical errors indicating power error and an open safety valve may lead to stop of ventilation. There was no patient harm. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator generated technical error codes indicating a power error and an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).